Event description:
The customer stated that he tested his blood glucose and received a reading in the 500's (mg/dl). He retested twice and received a reading of 100 mg/dl, and a reading in the 90's (mg/dl). The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. While troubleshooting the meter, it was discovered the meter had been switched to mmol/l. The customer did not allege any adverse events. The customer was able to reset the meter to mg/dl. The meter and strips were returned for evaluation, and replacement products were sent.

Manufacturer narrative:
This complaint was not made a potential MDR until the qa lab evaluated the returned products, so the report will be submitted past the 30 day window.